Event description:
It was reported that customer's blood glucose level dropped to 46 mg/dl. Contact indicated that customer's personal profile settings would be discussed with customer's health care provider as bg level had been low before lunch for the past week.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available, a supplemental report will be submitted.